Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. On the initial inflation, the balloon ruptured at approximately 6 atms. The patient remained asymptomatic during the event. The procedure was completed with a non-bsc balloon. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(4).